Manufacturer narrative:
(B)(4).

Event description:
It was reported that eri (elective replacement indicator) had been missed and the device was at eol (end of life)/ eos (end of service). The patient had a refill on (B)(6) 2012. Upon interrogation, it was noted that eri had occurred in (B)(6) 2012 and schedule to replace by date was (B)(6) 2012. The pump was refilled and the patient discharged. Per the reporter, the patient fell at home and was exhibiting symptoms of anxiety. The patient denied increased pain. The patient was seen in the hospital on (B)(6) 2012 for agitation and to rule out tia. It was noted that the patient was in another hospital and the pump had not been replaced yet. It was noted that the patient was receiving effective therapy. The patient was doing well on oral pain meds prn; not asking for them often. The pump was used to deliver morphine.

Manufacturer narrative:
Catheter model # 8709 lot # j12299r10 implanted on: (B)(6) 2005 , explanted on: unknown. (B)(4).